Event description:
Partial occlusion [vascular occlusion]. Developed pain [injection site pain]. Chin area had white and red streaking [injection site discolouration]. Rha4 injected into the chin area [off label use]. United states report received from a nurse on 04-feb-2021. A nurse reported that a female patient of an unknown age received rh4 on (B)(6) 2021; dose and frequency was unknown. An unknown volume of rh4 was applied to the chin area using an unknown injection technique. The needle from the box was used. It was not reported whether a cannula was used for the administration of rh4. Previous cosmetic procedures included facial fillers in lips. The patient's medical history included covid-19 on an unknown date. Concomitant medications and food supplements were not provided. On (B)(6) 2021, the patient developed pain, and the chin area had white and red streaking. As treatment, on (B)(6) 2021 the nurse diluted the product and thought there was a partial occlusion. The outcome of the events was not provided. The product was not available for return. (B)(4). No additional information was available at the time of this report.